Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer reported that the paramedics were called. The customer reported that she had seizure due to low blood glucose. The customer reported that she was experiencing low blood glucose for a period of time. The customer's blood glucose was 21 mg/dl at the time of the incident. The customer's blood glucose was 126 mg/dl at the time of call. The customer's blood glucose was 30 mg/dl at the time of hospitalization. The customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.